Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) have requested to provide with device information and recommended device replacement. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.